Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7.1 cm abdominal aortic aneurysm in 2003. The aneurysm length was 100 mm, and the aneurysm neck diameter was 22 mm. Vessel morphology is unk. The pt has a history of hypertension and coronary artery disease. No problems were reported accessing the aneurysm. After the device was deployed, a kink in the contralateral gate was noted, which was reported to be caused by the pt's anatomy. Because of the kink, the physician was unable to cannulate the contralateral gate: therefore, the decision was made to convert the pt to an aorto-uni-iliac (aui) device. It was reported that the aui conversion was unsuccessful, and the pt was converted to open surgical aneurysm repair. The device was explanted. The explanted stent graft has been received by medtronic ave, and its analysis is pending.